Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past two weeks. The pump battery depleted from 100% to 10% within 2 days. The customer also stated the pump shut down due to the battery depletion. The pump was connected to a power source and able to be turned on. Customer reported blood glucose (bg) level was 324 (mg/dl). The customer stated a bolus via the pump and oral medication would be taken to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.